Manufacturer narrative:
Customer's product was requested for return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). The meter result was 1.6 inr. The meter test was repeated within four hours and the result was 2.1 inr. The customer did not provide their therapeutic range.